Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis was unable to confirm the reported steerable guide catheter leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the steerable guiding catheter (sgc), the sgc failed to hold column, and if this were to reoccur during use in the anatomy, it has the potential to cause or contribute to patient injury. It was reported that during preparation of the steerable guiding catheter (sgc) and testing of the hemostatic valve; the hemostatic valve failed to hold fluid column. There was no patient involvement. A new sgc was used to continue the procedure. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.